Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used the same vision probe and will discard it after procedure is completed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to starting an ion endobronchial lung biopsy procedure, the customer stated that the plastic liner in the vision probe (vp) broke off. When the vp was inserted into the catheter tool channel, a vp orientation failure occurred. Upon removal, the plastic liner fell off. The staff managed to re-insert the vp into the catheter tool channel, allowing the case to proceed. It was noted that the vp was on its last life and would be disposed of after the case. There was confirmation that no patient harm resulted from these issues, and the diagnostic procedure was completed with no reported injury.